Event description:
During an in clinic follow-up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial lead. The device was reprogrammed to resolve the event and the patient was in stable condition.